Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in a severely tortuous and moderately calcified vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. There was no problem with the image during preparation, but during pullback, the image was lost. It was noted that the air was not removed during preparation flushing. The procedure was completed using another of the same device. There were no patient complications reported.